Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug via implantable pump for intractable spasticity. It was reported that the patient's pump was being replaced for normal battery depletion and when they opened up the pump pocket they could see the catheter had backed completely out of the intrathecal space and the end of the catheter was at the anchor. The rest of the catheter was coiled up in the pump pocket. The patient was a twiddler and was flipping their pump, causing the catheter to coil. The patient had been experiencing a lack of therapy. It was unknown when the issue first began. The system was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jul-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.